Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that when the user was re-positioning the IV pole, both large volume pumps administering norepinephrine and vasopressin alarmed for channel error and stopped. The patient¿s mean arterial pressure (map) dropped to 50 mmhg.

Event description:
The report suggests that as the user was re-positioning the IV pole, both large volume pumps administering norepinephrine and vasopressin alarmed for channel error and stopped infusing. The patient¿s mean arterial pressure (map) dropped to 50 mmhg. The clinicians replaced the devices rapidly to restart both infusions and support the patient's bp. The event occurred in the ICU.

Manufacturer narrative:
The customer¿s report of a channel error was confirmed in the pcu event log. The pcu event log showed that during the period of use there were two occasions when the two lvp were disconnected from the pcu. On the second occasion the two lvp infusions were stopped when they were disconnected. However, no deficiency was identified with the pcu or 2 lvp¿s that would have resulted in an inadvertent disconnection. From the event log review it would appear that the user was in close proximity when the pcu alarmed for the channel disconnections, as the alarm condition was cancelled within several seconds of the alarm being initiated. Visual inspection of the pcu observed dried fluid residue on the right hand (male) iui connector, although the connector contacts did not appear to have been contaminated or degraded at this time. The root cause was not identified. The probable cause could be fluid ingress contamination, an iui connection failure as result of not being secured / latched to the pcu via the lower latch, or an intentional disconnection of the lvp.